Manufacturer narrative:
Block h6: imrdf code a150208 captures the reportable event of clip entrapment of device or device component in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an procedure performed on (B)(6) 2026. During introduction of the device, the clip got stuck in the colonoscope. There were no patient complications reported as a result of this event. At this time there is no further information available to report. Further information has been requested and will be provided if it becomes available.